Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had clogging but not indicating no delivery alarms. The customer blood glucose level was unknown at the time of incident. Customer stated the insulin pump had crack on the back of the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08725 inches. No under delivery anomaly, over delivery anomaly, bolus anomaly or basal anomaly noted. The stop current and run current measurement tests are within specification. Device also passed off no power alarm test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm, unexpected pump reset to factory default or history anomaly noted during testing. During the occlusion test, the unit recognized the water filled reservoir that was installed in the reservoir compartment. The device was programmed with a 2.0 unit fill cannula delivery. Then the unit delivered the 2.0 units properly with water exiting the infusion set. No prime anomaly noted. Device uploaded properly using carelink. Device alarmed unexpected restart during the unexpected restart error test due to faulty c-13 on I/b. Device had broken battery tube threads, cracked belt clip slot, cracked case at the display window corner, cracked reservoir tube, cracked reservoir tube window and cracked reservoir tube lip.